Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2013-11831. It was reported the patient received a surface burn as a result of recharging her ipg. It was also reported the patient has not used her scs system in over a year. In turn, the patient was sent a replacement charging system. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charing and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction and field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.